Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. A request to return the device has been made and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer was hospitalized due to rising blood glucose. The exact blood glucose at the time of hospitalization was not provided. The caller stated that the customer passed away in a hospital on (B)(6) 2016. The customer was hospitalized on (B)(6) 2016. The death certificate is not yet available, however, the cause of death was heart related. The customer had ten stints in his heart; had only ten percent heart function. The customer had lung disease, dip, since 2001, chronic heart conditions since age 19, had pace maker, and cardiac infarctions. The customer was in hospital in december due to not being able to breath, was released but returned to the hospital the same day for another five days. The customer's blood glucose at the time of death is unknown. The last recorded value was 299 mg/dl on (B)(6) 2016 at 2:59 pm. The customer was not wearing the insulin pump at the time of death. It was disconnected on (B)(6) 2016. The insulin pump will be returned for analysis